Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the insulin pump screen. Customer reported that they found that insulin pump screen looks cloudy due to cold weather. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. No missing segments or partial displays, white displays, flashing displays, gray or faded displays, or unexpected display anomalies were noted during testing either. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a hardware issue and due to a cold solder joint at the keypad assembly.